Event description:
It was reported that the patient presented to the emergency room after receiving shocks. Upon interrogation, inappropriate high voltage therapy was noted due to lead noise. During explant procedure, the lead was attached to the psa and lead noise was noted. Fluoroscopy was taken and cables were considered to be externalized. Based on the review of multiple freeze-frame cine views provided to st. Jude medical, the conductors do not appear to be...

Manufacturer narrative:
No medwatch form was received. Externalized. These cines were also reviewed by an external team of independent physicians trained to review fluoro images for externalization and found to be inconclusive due to poor resolution.